Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough hypercoat; guide cath: mach1 6f jl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, and 90% stenosed distal left anterior descending artery. A non-abbott guide wire crossed the lesion and a 2.0 x 12 mm nc trek was advanced to the lesion and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.